Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva (ethylene vinyl acetate) bag was leaking from the administration port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 27, 2023 and may 28, 2023. H11: the actual device and a photograph was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.